Event description:
During testing of the device by stryker, the device exhibited unexpected shutdown. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and confirmed the device was turning on and off. The cause of the reported issue could not be determined. The device was decommissioned and returned the customer unrepaired.